Event description:
Philips received a complaint from the customer on the v60 indicating that while onsite completing a repair service, the device displayed error code diagnostic code 1104 backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The problem is currently not able to be replicated. The customer is also reporting the v60 capacitor bracket foam is degraded. The unit is missing the cooling fan filter and the unit is very dusty inside. The rse advised the customer to vacuum the unit out and replace both the air inlet and cooling fan filters. The customer reported that by vacuuming the inside of the v60 and replacing the cooling fan and air inlet filters, the unit has not displayed any errors. The rse advised customer to clear the error logs noting the date and time stamp of the 1104 error. Advised customer to replace the front bezel and run the unit for an additional 48 hours. The investigation is ongoing.

Manufacturer narrative:
The front bezel was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.